Event description:
Customer called regarding the meter allegedly showing not enough blood. Customer felt dizzy and lightheaded. Customer did take the oral medication (s) for diabetes, however, they were not specified. There was no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The meter was replaced due to an unresolved issue.